Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a right shoulder stabilisation, a 2.8 mm q-fix anchor failed; it was implanted but pulled out. A competitor anchor was used and successfully implanted. The surgery was not significantly delayed. The patient was not harmed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a fully visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. An exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) excessive force (2) misalignment of inserter and implant during and after insertion. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.